Manufacturer narrative:
(B)(6),

Event description:
It was reported to philips that the device's pin in the power connector is faulty. There was no reported patient involvement/adverse patient impact.